Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose was 507 mg/dl. Customer gave a manual injection to address bg level. Reportedly, a supply change was performed to address the issue and customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.